Event description:
The facility initially reported a colleague infusion pump with channel "b" not working. This event occurred during biomedical testing. There was no patient injury or medical intervention associated with this event. This pump contains user interface module master software (B) (4) which is categorized as an unremediated pump. On july 27, 2009 during the device evaluation, it was identified that the "channel select" key on the channel "b" pump head module keypad was working intermittently.

Manufacturer narrative:
(B) (4). The pump was reported with channel "b" not working. Baxter service confirmed the reported problem. The cause of the reported problem was due to an intermittent "channel select" key on the channel "b" pump head module keypad. The pump head module keypad on channel "b" was replaced to fix the problem. The pump was retested and returned to the customer within specification. This issue is being investigated under CAPA # (B) (4).